Event description:
It was reported that the "tip cover" of the precise bipolar forceps instrument was peeling. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering could not confirm the "tip cover peeling", as the instrument does not have a tip cover. Engineering observed the distal end of the main tube has a couple of sections, 90 degrees apart, with material removed. Sections are approx 2" long and .108 to .190" wide. Based on the location and appearance, the damage areas were most likely caused by a combination of a cannula accessory and instrument collisions, and or rough handling. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instrument or other unintended consequences, such as disconnection of the instrument tip. Add'l investigation is underway regarding the cannula accessories. A f/u MDR will be submitted if add'l info is received.